Manufacturer narrative:
A review of the advanced stapler logs for the curved-tip stapler 30 instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. Logs showed the stapler instrument was installed on the system 3 times and fired 1 white reload. On installs 1 and 2, a white reload was loaded, however no clamping or firing was attempted. On install 3, the first clamp attempt was immediately unclamped. The second clamp attempt was successful but was followed by a firing failure. No unclamp event was shown in the logs following the firing failure. Approximately 33 minutes later, the grip release tool was detected as being used on the instrument without first pressing the e-stop button. Approximately 4 minutes later, the emergency stop button was pressed, and the grip release tool was detected a second time. Isi received the curved-tip stapler 30 instrument associated with this event and completed the failure analysis investigation. Investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. No failures could be found in the logs for the specific date of the procedure. The instrument could not be tested in-house due to a grip cable being broken at the proximal end in the housing. The grip cable was broken near the clamping pulley inside of the housing. The grip cable was found completely broken and only one cable crimp on the broken cable was accounted for. Grip cable breakage can occur with attempts to open the instrument jaws manually. Concomitant product: 48630w-04 reload, stapler 30, 2.5 white, 6-row. Isi also received a stapler 30 white reload accessory, returned attached to the stapler instrument. The reload was found to have the knife exposed within the knife track. Log review confirmed the reload was involved in a firing failure. The knife was exposed towards the middle of the reload, which resulted in some of the pushers being undeployed. The reload was visually inspected for damage, and there was no damage found to the blade or cartridge.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 would not unclamp from the pulmonary artery (pa). A white reload was in use and the stapler fired until about halfway through, then stopped working. It could not be used again and the blade was exposed. The jaws would then not open. Two stapler release keys were used but did not open the jaws. The procedure converted to open (thoracotomy) to release the jaws. A right-angle clamp was inserted into the jaws, and they then popped open. There was no damage to the pulmonary artery and there was no bleeding. There were no post-operative complications, and the patient was discharged home.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Concomitant product: 48630w-04 reload, stapler 30,2.5 white,6-row. Further preliminary investigation does not confirm initial fa findings. Review of the images show that all pushers proximal to the final blade position have been deployed. Log review confirms the stapler firing this reload experienced a partial fire, completing to approximately 50%. Completion percentage in the procedure logs aligns with the forward progress of the blade on the returned reload. In the case of partial fires, it is expected for pushers more distal to the blade position to be undeployed, as the shuttle ramps have not interacted with those pushers yet. Images show all pushers prior to the exposed blade have been deployed, and we no longer see staples in those locations. The row just ahead of the knife has also been deployed, per the ramp design of the shuttle. The second row past the blade is just beginning to deploy based on the staple legs protruding from the surface.